Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer identified an issue with their ups, which was preventing the system from booting up. To resolve the issue, the customer repaired the ups, and the system is now working fine. As per the customer's response, this case is closed as a quote was not required, and no work was performed by philips. The codes were updated based on the investigation outcome. Evaluation method code was corrected.